Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 25-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rx verify request was rejected and had a 24-hour expiration period, preventing submission of a new request until the current one expired. A technical support specialist (tss) investigated the issue by locating the rejected rx verify request in mql. The tss explained that rx verify requests were linked to the patient, not the nurse who submitted them. The tss advised the pharmacy to edit and approve the rejected request. The pharmacy team then edited and approved the rejected rx verify request. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue hydrocodone/apap 5/325 mg tablet because the validation code status was rejected, and the code could not be requested again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.